Event description:
During device set-up it was reported that the disposable could not be placed securely into the hardware. The heat exchanger of the fluid warming infusion set was too long. No pt injury or adverse event was reported.

Manufacturer narrative:
Eval summary: all devices returned were fully intact, no failure was detected, and the products were within specification.